Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that there was no audio from the mx40 device. There was no patient involvement.